Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported pt with transient light sensitivity syndrome of the left eye at sixteen day lasik post-operative visit. At visit pt complained of extreme light sensitivity and pain in the left eye. Add'l info from reporter indicated pt's topical steroid dosage was increased. Add'l info has been requested.